Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump did not have an alarm sound.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for no audible alarm. The unit was triaged and the reported issue of no alarm sounds could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.